Event description:
Poor av fistula function. During fistulogram, high grade stenosis of subclavian vein was discovered. Multiple angioplasty procedures were unsuccessful. Self expanding stent deployed and dilated with improved stenosis. Then in 2008, echocardiogram discovered large foreign body, appearing to be a dislodged stent, in the right ventricle. On two days later, angiogram confirms the stent lodged in right ventricle. There was an unsuccessful attempt at removal of stent in interventional radiology via right internal jugular vein. On the next day, the pt was sent to the or; the stent was snared after multiple attempts and techniques. During removal from right femoral vein, stent passed from vein into subcutaneous tissue and fragmented. Portions removed endovacularly, remaining fragments recovered via hemostat and small groin incision.